Manufacturer narrative:
Batch review performed on 10 september 2025. Lot 176019: 20 items manufactured and released on 25 jan 2018. Expiration date: 16 jan 2023. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. 6.5 years after primary cementless dm thr, the patient reported pain. The stem was found to be loose and was replaced. Pre-revision x-rays showed proximal femoral resorption, although we hesitate to define this as osteolysis. No convincing alternative explanation was identified. Based on the available information, we are unable to provide a substantiated and robust hypothesis regarding the origin of this adverse event. Conclusions: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
After 6 years and 8 months, the patient presented with pain. The surgeon determined that the stem was loose, with the cause remaining unknown. The stem, liner, and head were revised, and the surgery was successfully completed.